Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 505mg/dl and indicated that the pump is cracked. Troubleshooting found that the pump was cracked at 2 places and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.